Manufacturer narrative:
Although no used devices are being returned to navilyst medical for evaluation, the investigation into this event is still on-going, with additional information expected to be received from the end user hospital. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
Hospital reports three pts developing dvts while the navilyst bioflo 5f single lumen piccs were in place. One was located in the left basilic, one in the right basilic, and one in the right brachial. All dvts were identified due to swelling and were verified with doppler. The pts were treated for the dvts with no further complications or injuries. The exact date of the events, as well as further event details are not available at this time. The hospital has been contacted and has been requested to provide additional information to navilyst medical.